Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for abnormal x-ray - polywear - abnormal radiographic evaluation. Event is not serious and is considered mild. Event is definitely related to both device and procedure. Doi: (B)(6) 2005, doe: (B)(6) 2019, (right knee) . Not considered resolved; will follow-up with serial x-rays. Depuy components used in procedure without date of revision: catalog ID: 864181, lot: 1841347, component type: tibial, description: pfc tibial cemented 71mm x 47mm. Catalog ID: 960013, lot: 5340013f, component type: femoral, description: sigma fem c/ret cemented rt sz 3. Catalog ID: 960102, lot: 1851915, component type: patellar, description: oval dome patella 3 peg sz 38. Catalog ID: 960350, lot: 1843002, component type: insert, description: sigma tibial insert c/ret cvd 8mm sz 3.